Manufacturer narrative:
The customer's products are not expected to be returned. A follow-up report will be filed once the product investigation is completed. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported customer¿s adc easy touch lancing device would not fire and due to this customer was unable to perform a test. It was further reported that on (B)(6) 2018 customer was feeling ¿hot, shaky, was sweating and was unable to breath¿ so he attempted to perform a blood glucose test but the lancing device would not fire. Customer¿s wife transported him to a hospital at 11:00 am, but by the time he arrived he had lost consciousness. Caller did not know if a blood glucose test was done at the hospital, but knew his blood glucose was high. Customer was diagnosed with hyperglycemia and treated with an unspecified injection. Customer was discharged from the hospital at approximately midnight. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product quality engineering (pqe) has investigated this complaint and determined that there is no indication that the product did not meet specification. No product has been returned for this complaint to date. As the lancing device was not returned for this complaint, a tripped trend review was completed for the time period of june 2017 to june 2018, and there was no adverse trend identified. Owen mumford, the third party manufacturer of the freestyle easy touch lancing device, continues to monitor complaints received for the freestyle easy touch lancing device. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed. - attachment: [attachments.zip]

Event description:
Customer¿s daughter reported customer¿s adc easy touch lancing device would not fire and due to this customer was unable to perform a test. It was further reported that on (B)(6)2018 customer was feeling ¿hot, shaky, was sweating and was unable to breath¿ so he attempted to perform a blood glucose test but the lancing device would not fire. Customer¿s wife transported him to a hospital at 11:00 am, but by the time he arrived he had lost consciousness. Caller did not know if a blood glucose test was done at the hospital, but knew his blood glucose was high. Customer was diagnosed with hyperglycemia and treated with an unspecified injection. Customer was discharged from the hospital at approximately midnight. There was no report of death or permanent injury associated with this event.